Event description:
It was reported to target that during an avm embolization of the rad artery, the tip of the guidewire came off. The pt was not affected by this occurrence.

Manufacturer narrative:
Description of device analysis: date of procedure: 1/21/1998. The main portion of the dasher-14 guidewire was returned wrapped around itself in a plastic bag together with its detached distal end in a plastic container. During the investigation it was confirmed that a segment 4.3 cm of the guidewire's distal end had detached, it broke 3 mm proximal to the proximal solder joint. The od of the wire at the break site was 0.0037". Both ends were bent at the fracture site. The guidewire had been shaped and the detached segment had taken a coiled shape. From the condition of the product, it would appear that the guidewire broke, most likely, in a tortuous path after being over torqued. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without co's indedendent verification as to its accuracy, completeness, or causal relationship to the product.